Event description:
The customer received a blood glucose reading of lo on the elite meter, and a reading of 201 mg/dl on a freestyle meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference significant. The customer did not allege any adverse event. Customer service was goind to send a check strip and control solution to further troubleshoot the meter.